Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Customer reported elevated blood glucose (bg) levels up to 406 (mg/dl) and delivered a correction bolus to treat bg level. During troubleshooting with tandem technical support, customer was able to load a new cartridge successfully.